Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis; customer was being treated with insulin drip. Customer's mother stated that the doctor recommended that the customer reverted to back up plan. Customer experienced vomiting and stomach pain. Blood glucose value at the time of admission was over 700 mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.